Event description:
The service report shows that the customer reported that the 840 ventilator stopped cycling while in use on a pt. The nellcor puritan bennett customer support engineer (cse) could not duplicate the reported event but did verify an error code in memory that supports the customer's allegation. The cse inspected the device but did not replace any component. The unit passed extended self testing.